Manufacturer narrative:
Concomitant medical products-bearing catalog#:unk lot#:unk, tibial tray catalog#:unk lot#:unk, stem catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right total knee arthroplasty approximately seven years ago. Subsequently, the patient is experiencing pain, loosening, instability, bone loss, and loose bone fragments within the last year. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Date of onset was approximately one year ago. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04965 and 04968.

Event description:
It was reported the patient underwent a right total knee arthroplasty approximately seven years ago. Subsequently, the patient is experiencing pain, loosening, and instability within the last year. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.